Event description:
The pt was implanted with an ams apogee graft in 2006. It was reported that "within months after the initial implant procedure the pt experienced complications" and required "additional medical care and treatment and/or surgical intervention." Date of surgery was not provided. Additional info indicated that the pt had "mesh erosion, hardening, chronic pain and worsening urination" which lead to the need for additional surgery. It was also stated that the device "has eroded and caused dense scarring."

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.